Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Dka was resolved and customer was discharged the next day with no permanent damage. Cause of elevated bg/dka was not known. The customer reported no issues were observed with the cartridge or infusion set tubing/cannula.